Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 500fa23, serial/lot #: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and nine months post implant of this mechanical valve, the valve was incidentally explanted due to repair of a ruptured 2 x 2 cm aortic root pseudoaneurysm. Attempts to solely repair the pseudoaneurysm were unsuccessful, as the area surrounding was heavily calcified and thrombus formation was present. Sutures could not be passed through the area, therefore the surgeon decided to complete a bentall procedure and replace the prior entire ascending aortic graft, including the mechanical valve. The mechanical valve was replaced with a 23mm bioprosthetic valve and a non-medtronic graft was implanted from the sinotubular junction to the proximal aortic arch. The coronary ostia were noted to be heavily calcified. The patient was weaned from bypass and the right hemothorax was evacuated. The patient was separated from bypass and transferred to the intensive care unit (ICU) in critical but stable condition. One day post implant, the patient died. The cause of death was reported as "brain death" due to a stroke. There was no allegation that the bioprosthetic valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date of product model number fr995-23, serial number (B)(4) added. If information is provided in the future, a supplemental report will be issued.